Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). The samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after this event and recovered within assay ranges. Flagging preferences are set to 2212, which is mid-level for all flags except low level for imm. Ne 1. (Imm ne 1 is a flag for suspect immature neutrophils, primarily bands). Raw data was requested. Field svc evaluated the analyzer and verified performance. Raw data was requested, but was not received, therefore, raw data analysis could not be performed. The root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00856, 00857.

Event description:
Customer reported erroneous differential results were obtained for one pt sample when using a coulter lh 750 hematology analyzer. Erroneous results were reported out of the lab. The physician questioned the results and a manual blood smear differential was performed. The test results were determined to be erroneous based on the presence of blast cells on the manual differential. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 3 of 3 events reported by this customer. The same pt was tested on two different dates using two different analyzers, representing 3 events.